Event description:
Ground resistance test failed. No pt impact.

Manufacturer narrative:
Technician found - ground resistance test failed. Isolated issue to ground in power cord with intermittent continuity. Replaced power cord to resolve this issue.